Event description:
The account alleges that the siderail will not latch.

Manufacturer narrative:
The technician cleaned and lubricated the siderail latches, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter (B) (4), hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.